Manufacturer narrative:
A replacement pump and shields were sent to the customer and requested the defective product to be returned for evaluation. The product involved in the complaint has not been returned for evaluation/investigation at this time. Therefore, no conclusions can be made as to the cause of the event. Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed at that time. Follow up attempts are still ongoing including contact from a medela clinician. The customer indicated that she was first prescribed an antibiotic which did not work. She was then prescribed an antibiotic which did not work. She was then prescribed an anti fungal cream which does not seem to be working still. The cause of rash/itching/allergic reaction is currently being investigated under (B)(4).

Event description:
Customer called and reported that she thinks she has had an allergic reaction to the breast shield.